Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device availability: the device availability date was incorrect in the initial report. The date has been updated from 8/8/2019 to 9/25/2019. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device was working intermittently with the batteries and console device. It was further determined that the device failed pretest for check the function with electric pen drive console, check compatibility between colibri/small battery drive (sbd) and colibr ii/sbd ii, check the triggers and electronic control unit (ecu) function, check the oscillation angle and check the off/oscillation/on switch mode function. During service/repair, it was determined that there was an unknown debris inside the unit. It was determined that the issue was consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: small battery drive casing device, (B)(6) 2019. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that every once and a while, the user had to hit the bottom of the battery casing device with the palm of their hand in order to make the small battery drive device run. It was further reported that the devices were not being paired anymore. It was not reported if there was a delay in the surgical procedure of if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.